Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced intermittent pain at the ipg site with stimulation turned on or off. The pain is a burning or stinging pain. However, the pain is not aggravated by stimulation or charging. The pt will meet with the physician for reprogramming at a later date as the next course of action.